Event description:
It was reported via clinic notes received that the pt had previously had his vns removed due to infection back in (B)(6) 1999. The pt was later re-implanted on (B)(6) 1999. Attempts for additional information are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization of the generator and lead prior to distribution.

Event description:
Attempts for additional information have been unsuccessful to date. The physician's office that saw the patient in (B)(6) 1999 indicated the information would be with the implant facility; however, attempts to obtain records from the implant hospital were unsuccessful.